Event description:
It was reported that the patient was transferred from the clinic to hospice, where they passed away a few hours later.

Manufacturer narrative:
B3: event date has been estimated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
The event was determined to be supplemental information, and the investigation findings were reported under MFR# 2916596-2024-06847.